Event description:
Due to infection the implants were removed and a temporary spacer was inserted.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-402, lot # unk, description: triathlon cr fem comp #4 r-c; cat # 5520-b-400, lot # unk, description: triathlon prim tib baseplate - cemented. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding infection involving a triathlon insert component was not confirmed.

Event description:
Due to infection the implants were removed and a temporary spacer was inserted.